Event description:
A pt reported alleged inacurate erratic results with a one touch basic meter. The pt's blood glucose results were 57 mg/dl and 237 mg/dl performed 11-20 minutes part, with a difference of 109%. Pt did not experience any adverse events. No further info has been reported.